Event description:
It was reported that the ventricular lead exhibited loss of capture. Capture thresholds were acceptable after the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.